Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on loading page after logging in by users. A technical support specialist solved the issue by followed the knowledge article station shows slow network communications. Win10 devices and logged into the station as cfn admin and then navigated to start, settings, network and internet. On the left-hand side of the window, selected ethernet, then clicked change adapter options. Located and double-clicked the lan network adapter, which typically included the customer's domain name. Clicked the properties button, then selected configure. Went to the advanced tab and located speed and duplex. Set the value to 100 mbps half duplex, then clicked ok. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was stuck on loading page. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.